Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that when a fresh stylet was used stylet test passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt the stylet stopped halfway of the length of the lead when inserted. It was not possible to insert the stylet any further. Once removed, the stylet appeared to be damaged. A new lead was implanted with success. No patient complications have been reported as a result of this event.